Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
It was reported that the patient fell and underwent a closed reduction due to a dislocated hip. During the closed reduction, the biomet bipolar shell and liner disassociated. Subsequently, the patient was revised approximately 10 days post implantation. Patient has dementia leading to falling after initial surgery. Soft tissue injury of the right hip. No additional information is available for the reported event.

Manufacturer narrative:
(B)(4). D10: ringloc bi-polar 28x45mm item: 11-165214 lot: 67269003. Femoral stem cementless collared standard offset 12/14 taper size 3 item: 574201030 lot: 574201030. H6: proposed component code: mechanical (g04) - head. The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.